Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications during the procedure. Two hours post procedure the patients blood pressure dropped. A transthoracic echocardiogram was performed and a pericardial effusion was found. The physician drained the effusion and the patient recovered well from these events. The patient has since been discharged from the hospital doing well.